Event description:
It was reported that after the replacement of a pacemaker system, it was discovered that this right atrial (ra) lead had become dislodged. The lead exhibited high pacing threshold and imaging confirmed the dislodgment. It was successfully repositioned and remains in service. No additional adverse patient effects were reported.